Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with clear foreign material on the port face and needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and conforming for aspiration and cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. Gouge marks observed at bend area and couple other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot number. A nonconformance was found for the inner cutter detached from coupling. This non-conformance could have potentially contributed to the reported event. Not alcon manufacturing related: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported aspiration and cut failures is not determined as the returned sample was conforming for visual and functional testing. However, a non-conformance investigation was been completed related to the inner cutter detachment and non-conformance record has been completed in relation to the related non-conformance identified within the non-conformance review. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not cut or aspirate during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.